Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath and no issues were noted during pulmonary vein isolation ablations with a farawave pfa catheter. However, when the farawave catheter was removed and a non-boston scientific mapping catheter was inserted into the sheath, air was noted to have been leaking into the system. The physician attempted to further aspirate the sheath, but the air could not be cleared. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath and no issues were noted during pulmonary vein isolation ablations with a farawave pfa catheter. However, when the farawave catheter was removed and a non-boston scientific mapping catheter was inserted into the sheath, air was noted to have been leaking into the system. The physician attempted to further aspirate the sheath, but the air could not be cleared. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.